Event description:
The customer reported that he ac power module is no longer functional. There was no report of patient involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.